Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure of an unspecified artery was attempted using a proglide device relative to an aneurism correction interventional procedure. Reportedly, the device did not deploy. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The name of the physician was provided; however, it is not known if the physician is trained in the use of the proglide device. No additional information was provided.

Event description:
New information indicates that suture placement in the common femoral artery was attempted using the pre-close technique via a 8f sheath. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 12f and the procedure was completed. The first proglide device that was successfully preplaced did not achieve hemostasis due to knot being advanced but not locking due to calcification. A third device was preplaced and hemostasis was achieved with the sutures of the second and third proglide devices. It was confirmed that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
Device codes: 2920 labeled . Internal file number - (B)(4). Corrections: MFR site: reg #. Device code 2610 was removed. Device evaluated by MFR - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The device was not returned for analysis. Reportedly, after the device was successfully preplaced, hemostasis was not achieved due to the knot not locking during advancement due to calcification. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.